Event description:
On 04/08/2025, it was reported by a sales representative via email that an ar-9090-01s dualcomp hindfoot nail set screws lost grip on the cable and the nitenol core retracted when compressing the dual compression hindfoot nail and rendered the nail unusable. The case was completed by successfully removing the nail and implanting another ar-9090-01s dualcomp hindfoot nail. This was discovered during a ttc fusion with an intramedullary nail procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due likely due to improperly loading the cable tensioning wire. The dualcompression hindfoot nail surgical technique, lt1-000194-en-us_d, outlines the following in step 5: 5c. Secure one side of the cable with the torque-limiting hex driver by tightening the set screw in the cable-tensioning device until it clicks three times. Insert the second tail of the cable into the other side of the nail attachment arm. Prior to tightening the second set screw, remove the slack in the cable by sliding a finger over the cable from the secure end to open the end of the cable, then pinch it on either side of the dualcompression nail to maintain tautness. Note: do not turn the tensioning mechanism to remove slack from the cable.